Event description:
It was reported that the patient had an overall poor prognosis and had a dnr in place. The patient was transferred to a skilled nursing facility and would be placed on comfort care measures when needed. The physicians discharge summary stated the family requested the patient be diuresed at risk of kidney failure rather than dying in congestive heart failure. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.

Manufacturer narrative:
No medwatch form was received.